Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was giving an intermittent "comm loss" error for four telemetry transmitters. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) had received the unit in question twice in tickets 84092 and 92716 where they were not able to duplicate the issue of comm loss. The org was later exchanged in ticket 102933. The root cause for this issue is likely related to environmental factors combined with normal wear and tear due to the age of the device. It was installed at the customer's facility in 06/2010. As the device was evaluated and found to be in good working order in both tickets 84092 and 92716, the issue of comm loss is unlikely related to a design or manufacturing deficiency of an nk device.

Event description:
The customer reported that the multiple patient receiver (org) was giving an intermittent "comm loss" error for four telemetry transmitters.

Manufacturer narrative:
The customer reported that they are received and intermittent "communication loss" error for one multiple patient receiver (org) (total of 4 transmitters). No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 4 transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are received and intermittent "communication loss" error for one multiple patient receiver (org) (total of 4 transmitters).